Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the lemo connector on the breakout box is damaged due to being stepped on or ran over. The lemo connection was not able to plug in, so the breakout box cannot be used. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825, a medtronic representative went to the site to perform a system check out and they found the lemo connector damaged on the em box. The system is unable to connect to the navigation system. Quote provided to customer. Pending approval for replacement. If information is provided in the future, a supplemental report will be issued.